Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in august 2010 and performed to specification up to the 7th september 2014. The device failed several self-tests due to a low battery between 14th-15th september 2014. Voltage fluctuation was observed during this time. Multiple manual power ups mainly under one minute duration were recorded on the 27th july 2015. This may suggest the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.